Manufacturer narrative:
Product ID: 8590-1 lot# n277964, implanted: 2011 (B)(6), product type accessory product ID: 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter product ID:8578 lot# serial# (B)(4), implanted: 2011 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that the patient had withdrawal symptoms due to having a dry pump. It was noted, the patient missed his refill and did not hear the alarms and eventually started having withdrawal-type symptoms. It was noted, the patient had transportation issues, thus the hcp did not follow-up with the patient on a frequent basis. The patient was admitted to the emergency room (ER) where he was treated with intravenous dilaudid and then his pump was subsequently refilled which resolved his symptoms. The caller also reported that the health care provider (hcp) tested the alarm and also could not hear it. The pump was going to be interrogated again and the alarm was going to be tested again to determine whether there was an issue with hearing the alarm or not. The drug in the pump was unknown. Additional information received reported the drug in the pump was morphine 10mg/ml at 1.100 mg/day and bupivacaine 20mg/ml at 2.200 mg/day. It was unclear what exact withdrawal symptoms the patient was having. The patient reported not hearing the alarm and the hcp stated when they tested it there were no alarms; however, it was determined they tried to test the alarms before refilling and restarting the dry pump. It was noted the patient was receiving effective therapy and recovered from hospitalization.

Manufacturer narrative:
(B)(4).